Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision procedure was device upgrade. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.